Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cleo 90 infusion set cannula broke off and remained inside the patient's body. The patient's blood glucose readings were not affected by this issue. The patient stated that she would contact her health care provider for medical attention. Multiple attempts were made to obtain additional information from the patients in regards to her contacting her health care provider. All attempts were unsuccessful as the patient did not respond.